Event description:
C arm was in position for use during a procedure. Prior to use, the fluoro indicator on the machine illuminated, indicating x ray emission had occurred. No operator action initiated the c arm output. Film badges of employees in the immediate area were sent to the vendor for analysis. Reports returned indicate minimum exposure or levels that are undetectable. Co service technician was called in to do a follow up inspection. The technician found and replaced a faulty footswitch.